Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned, and an evaluation was completed. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, physical stress was applied during user handling and caused the coating to peel. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿ . 4. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of an annual inspection, in addition to the malfunctions listed in section b5 the following findings were discovered; the curved pipe was collapsed due to external factors, the forceps could not be inserted smoothly due to buckling of the forceps channel due to external factors, the insertion tube had collapsed due to external factors, the curved rubber adhesive part was missing, water tightness was lost due to a pinhole on connecting tube, the adhesive on the bending section cover had a chip, the bending tube had a dent, the bending angle in up direction did not meet the standard value due to wear of angle wire, the forceps could not be inserted smoothly due to damage on channel-tube, the connecting tube had a dent, and multiple parts of the scope were scratched due to external factors. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
A user facility returned the olympus device, a bronchovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the coat of the image guide pipe was peeling off (1 - 2millimeters or more) as well as the image guide coil display had disappeared (1 - 2millimeters or more). This report is being submitted for the event found during evaluation. There was no patient involvement.